Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of noticing that meter was not transferring information to insulin pump while in the hospital of knee surgery. Customer's blood glucose was 400 mg/dl. While troubleshooting, it was found that the meter option was off. Customer declined troubleshooting for high blood glucose, stating that high blood glucose was due to surgery. Customer reported that healthcare professional would be changing settings due to circumstance.